Event description:
It was reported to technical services on (B)(6) 2011 that this patient received inappropriate shocks. Reprogramming will be discussed with the physician this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)